Manufacturer narrative:
No DHR review was conducted since there was no reported lot # and a shipping history lot review was not performed since the item # is unknown. The recent angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter fractured". No adverse trend was identified. No device sample was returned to angiodynamics, but an x-ray image was provided. Without received product for evaluation a definitive root cause for the event was unable to be determined, however based information provided that the fracture of the catheter occurred in the subclavian region, "pinch-off syndrome" is a potential root cause. The directions for use supplied with the smart port instructs the physician/clinician on how to properly implant the catheter/port, and cautions against certain handling techniques to avoid "pinch-off syndrome". ((B)(4)).

Event description:
As reported by angiodynamics' distributor in (B)(4): they were contacted on sept 24 regarding an incident involving a smart port with a "twist in the line". The port had supposedly "always given poor flow with no blood return". When it was accessed and flushed with saline, there was visible extravasation/subcutaneous pooling suggesting that the line had perforated. An x-ray image from september 10 shows the line to be in one piece. The patient was referred back to her surgeon for replacement of the port, and chemo was to be done via an ultrasound guided cannula. Despite multiple attempts by the distributor to obtain information from the hospital regarding upn, implantation date, explantation date, and whether the device is available for evaluation, no useful information has been forthcoming from the hospital.